Event description:
It was reported that while caller loaded new cartridge, fill tubing step repeated for no apparent reason. There was no adverse impact to the customer's blood glucose level. Customer initially took no action, then technical support walked customer through load process again starting at change cartridge, after which issue was resolved and customer successfully resumed insulin with no further assistance required.